Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported having accidents again last friday after getting some therapeutic benefit since implant. Patient stated thinking the therapy might be off. Patient called to get some guidance on how to connect to the implant. Patient does not recall turning the therapy off on their own or making a change on their routine that might have turned the therapy off since implant. The circumstances that led to the reported issue were unknown. Agent assisted patient connecting to the implant and turning the therapy back on. Patient confirmed they could not feel the stimulation. Patient asked if they should turn therapy up. The patient was redirected to their healthcare provider to further address the issue.